Event description:
It was reported, implant broke after being implanted for 7 months. Pt was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available a supplemental report will be issued.